Manufacturer narrative:
A review of the complaint history for sn (B)(6), was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6), was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. Upon arrival, a field service engineer observed that the escort was unable to recover the drawers, and the back panel had already been removed from prior troubleshooting. Logged into the station and checked network settings, found both wi-fi and bluetooth enabled, disabled both in system settings and device manager. Accessed hardware test application (hta) to test all hardware, which was functioning normally. Performed a firmware update and rebooted the station. After rebooting, the escort successfully recovered both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not detected on bus and drawer was failed to open. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.